Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the damage was likely attributed to user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "ultra", has the lens stuck in the light guide. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found dents on the distal end, the device was received without inner, outer adapters, fiber breakage, dents on the frame, cracked lens, and debris in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.